Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description of the facts: prior to use, viscous liquid was present at the mouthpiece and seal when the operator pulled the vacuum pump.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, silicone was observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. The sample underwent these same tests and was found to be above required limits. A device history review was performed for the reported lot 2402032, no deviations or non-conformances related to this issue were identified during the manufacturing process retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. While we could not identify a direct issue, a project has been initiated to further review our silicone process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends..

Event description:
No additional information.